Event description:
Pt's wife reporting problem with one off his cadd ms3 pumps (sn (B)(4)). Battery in pump died, so pump lost its programming. She also mentioned that when she closes the battery cap, the pump shuts off. Trouble shooting unsuccessful. Pt infusing on back up pump. No injury reported, pharmacy will send replacement pump and box to investigate malfunctioning pump. No other info provided. Reported to (B)(6) by pt/caregiver. Dose or amount: 12ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.